Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a loose drive support cap and missing pieces from the reservoir compartment. The customer stated that the she noticed the cap started coming out while she was changing the reservoir. Blood glucose value was 74 mg/dl. No significant events leading to the damage. Customer reverted to manual injections. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a completely detached end cap noted during our visual inspection. Unable to perform displacement, rewind, prime, basic occlusion and occlusion tests due to detached end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump had half broken reservoir tube lip, cracked lcd window, cracked case at the display window corners, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot and missing the end cap sticker.